Event description:
During a ptca/atherotomy procedure involving a calcified lesion distal to the proximal lad, it was reported that the physician was unable to reach the lesion with the product. The vessel was mildly to moderately tortuous and the lesion was not pre-dilated. After inability to reach lesion, the physician attempted to remove the balloon but it became lodged in the proximal lad. An attempt to remove the device was unsuccessful despite inflation/deflation of balloon and insertion and removal of wire. After 3-5 minutes, the device was removed but a dissection had occurred in the proximal lad. The vessel did not perforate, but it enlarged from about 2.5 to 4.0 due to the dissection. The dissection was flow-limiting down the lad and the patient experienced chest pain and st segment elevation on EKG. The patient was sent for emergency CABG. The bypass consisted of a lima graft to the lad and a saephenous vein graft to the first diagonal. The CABG procedure was successful.